Event description:
It was reported that a mobi-c implant disassembled after it was implanted: it was properly implanted and adjusted to get into the correct position. Then the surgeon decided to remove it and found it was in two pieces. Another mobi-c implant was installed after this device was removed. There were no patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the device was returned disassembled. The device was reassembled into the peek cartridge with no issue. Root cause of disassembly is not tied to manufacturing or design. Potential cause: root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied on the implant. It could also be attributed to over-turning the holder knob during assembly or insertion. DHR review and related actions: per DHR review, the part was likely conforming when it left zimvie control. Device use and compatibility: this device is used for treatment.